Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the battery gauge was inaccurate and the battery was not charging. Customer's blood glucose was not impacted. Reportedly, customer reverted to using an alternate method of insulin therapy.